Manufacturer narrative:
The insulin pump was returned with no battery installed and missing address/serial label. The insulin pump had intermittent act button response. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was returned with a scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that his daughter believes his last blood glucose reading was 498mg/dl. The daughter sated that maybe his heart stopped. No further information was provided.